Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 1 inappropriate shock and recorded 5 non-sustained episodes shortly after implant. Air bubbles were suspected trapped somewhere in within the system and review by boston scientific technical services (ts) was requested. Ts suggested possible causes and provided recommendations for additional testing and management. Additional testing was later performed during which no instances of noise or wandering baseline were observed. An x-ray was obtained that showed a 'shadow' around the ring of the electrode though there was no indication the physician suspected damage to the electrode. No further action has been taken or planned. This system remains in service.